Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, h6 (annex a). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was received for evaluation 19dec2022. The shaft was separated at the hub, and material was noted inside the hub. The inner coil was protruding from the point the shaft separated.

Event description:
Additional event information was received 10dec2022. It was likely that a guide wire was in the sheath when the separation occurred. The dilator was not in place when the separation occurred. Per the rep, the patient has had endovascular treatment several times and likely had scarring at the access site. Therefore, it could have required some strength to pull the device from the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter phone/ address: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of a flexor shuttle tibial guiding sheath was detached from the sheath during a cerebrovascular treatment procedure. The device was inserted via the femoral artery. After the separation, the device was replaced to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: it was originally reported that the hub of a flexor shuttle tibial guiding sheath detached from the sheath during a cerebrovascular treatment procedure. The device was inserted via the femoral artery. After the separation, the device was replaced to complete the procedure. Additional event information was received 10dec2022. It was likely that a guide wire was in the sheath when the separation occurred. The dilator was not in place when the separation occurred. Per the rep, the patient has had endovascular treatment several times and likely had scarring at the access site. Therefore, it could have required some strength to pull the device from the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device was received for evaluation 19dec2022. The shaft was separated at the hub, and material was noted inside the hub. The inner coil was protruding from the point the shaft separated. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft was separated at the hub, with shaft material remaining within the hub. The inner coils protruded from the point of separation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that although the patient¿s anatomy and the procedure may have contributed to this event, a definitive cause for this event cannot be established at this time. The patient¿s access site was scarred from previous procedures, and the dilator was not reinserted prior to removal of the sheath. The IFU suggests reinsertion of the dilator if resistance is anticipated or encountered during sheath withdrawal. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.